Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from product surveillance registration mechanical circulatory support therapy base. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported low flow event could not be confirmed. Information provided by the site indicated that the ventricular assist device (vad) patient was hypertensive (htn). The patient had episodes of htn and was started on oral and intravenous (IV) treatment. It was stated that based on hemodynamics, likely initial low flow alarms were due to hypovolemia and likely small left ventricle cavity with severe left ventricular hypertrophy (lvh). Followed by low flow alarms consistent with htn. Additionally, anticoagulant treatment was started then stopped and IV fluid boluses were given. It was also noted that the patient was lethargic and was hospitalized. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling. Based on review of past adverse events for this patient, it was noted that the patient had a history of hypertension. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was hypertensive (htn). The patient had episodes of htn and was started on oral and intravenous (IV) treatment. It was stated that based on hemodynamics, likely initial low flow alarms were due to hypovolemia and likely small left ventricle cavity with severe left ventricular hypertrophy (lvh). Followed by low flow alarms consistent with htn. Additionally, anticoagulant treatment was started then stopped and IV fluid boluses were given. It was also noted that the patient was lethargic. The patient was hospitalized and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported low flow event could not be confirmed. Information provided by the site indicated that the ventricular assist device (vad) patient was hypertensive (htn). The patient had episodes of htn and was started on oral and intravenous (IV) treatment. It was stated that based on hemodynamics, likely initial low flow alarms were due to hypovolemia and likely small left ventricle cavity with severe left ventricular hypertrophy (lvh). Followed by low flow alarms consistent with htn. Additionally, anticoagulant treatment was started then stopped and IV fluid boluses were given. It was also noted that the patient was lethargic and was hospitalized. It was further reported that the patient was lethargic, had low jugular vein pressure and a mean arterial pressure (map) of 78. They also had history of poor oral intake and severe right ventricle (rv) dysfunction and they experienced underlying cardiac decompensation and atrial fibrillation (af) with a ventricular paced rhythm and occasional premature ventricular contractions (pvc). A right heart catheterization showed low normal right heart and normal cardiac index. They received blood pressure support medication and a swan-ganz pulmonary artery catheter was placed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling. Based on review of past adverse events for this patient, it was noted that the patient had a history of hypertension. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was lethargic, had low jugular vein pressure and a mean arterial pressure (map) of 78. They also had history of poor oral intake and severe right ventricle (rv) dysfunction and they experienced underlying cardiac decompensation and atrial fibrillation (af) with a ventricular paced rhythm and occasional premature ventricular contractions (pvc). A right heart catheterization showed low normal right heart and normal cardiac index. They received blood pressure support medication and a swan-ganz pulmonary artery catheter was placed.